Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad experienced pump stoppages which caused the patient dizziness. Log file review by technical services revealed that all pump stoppages and/or speed drops below the low speed limit (lsl) occurred while the lvad was on power module support. This could have been caused by a percutaneous lead short to shield. On (B)(6) 2018 technical services replaced the entire external portion of the percutaneous lead (driveline) without issue. The patient¿s lvad was placed on a grounded patient cable post replacement without alarms and the patient performed torso movements without alarms. The patient was to be monitored overnight and discharged if no more alarms occurred. It was reported on (B)(6) 2018 that since the driveline replacement was performed, only low speed events had occurred. The patient was now utilizing an ungrounded patient cable. The patient was home and stable. Dizziness resolved.

Event description:
It as reported that technical services¿ review of log file data submitted on 04dec2018 contained no speed drops below the low speed limit (lsl) or pump stops. This log file was post-percutaneous lead (driveline) replacement and the patient was utilizing an ungrounded patient cable. The ungrounded patient cable was functioning as intended. There were no significant changes in the log file driveline data.

Manufacturer narrative:
Device evaluation: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2018 and approximately 19inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed adjacent to, 2.5 inches, and 15 inches from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.